Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 390 mg/dl with high ketones. Ketone level identified as dangerous by their health care provider. The customer went to the emergency room for the ketones and bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day. Tandem technical support (tts) performed a system check and the pump is functioning as intended. Reportedly the customer is using fiasp insulin and wearing the cartridge for 4-6 days. Tts informed customer that using fiasp insulin and wearing the cartridge for 4-6 days is off label per the user guide.